Manufacturer narrative:
Isi has received the bowel grasper instrument involved with this complaint and completed investigations. A visual inspection of the instrument was conducted and no evidence of a burr was found on the grip surfaces. The instrument's grip teeth had no damage and were aligned properly. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted gastric bypass procedure, the teeth of the bowel grasper instrument allegedly caused a bowel injury that was repaired with sutures. However, the cause of the bowel injury is unknown. The bowel grasper instrument was evaluated and no failures were observed with the instrument's teeth or grips.

Event description:
It was initially reported that during a da vinci-assisted gastric bypass procedure a sharp burr at the tip of the bowel grasper instrument allegedly caused a tear in the patient's small bowel. On 05/16/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during a part of the da vinci-assisted surgical procedure but was not present when the event occurred. The csr spoke to the surgeon regarding the event. According to the surgeon, while he was running the bowel with the bowel grasper instrument, the teeth of the instrument allegedly caused a 5-8 mm hole in the small bowel. The surgeon was able to repair the bowel injury by oversewing the defect with sutures. After the repair was performed, the surgeon successfully completed the da vinci-assisted gastric bypass procedure with a replacement bowel grasper instrument. To his knowledge, no post-operative complications have been reported.